Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. The batch number is unk; therefore the mfg records for the complaint device cannot be reviewed. Review of the dfu notes the reported event as potential adverse event associated with the use of the device. An exact cause for the incident cannot definitely be determined from the info provided. A combination of pt and procedural factors appear to have caused or contributed to this incident.

Event description:
Perforation of left ventricle with wire, after bav drop in pressure without recovery, pericardial effusion appeared which was successfully treated interventional, perfect valve functioning.